Manufacturer narrative:
An event regarding disassociation involving an unknown 40mm metal v40 head was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: ¿undated/unlabeled x-ray: ap pelvis. Left hip with head-neck dissociation. Trunnion with marked wear. Debris or ho inferiorly. Confirmation: the revision surgery cannot be confirmed without additional medical records. An undated/unlabeled ap pelvis x-ray showed head-trunnion dissociation and severe wear of the trunnion. Root cause: the root cause was likely an lfit-tmzf problem. The lot numbers and/or explant would need to be examined for confirmation.¿ -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively it was noted that the trunnion was worn and cracked, and that it went through the liner and gouged the shell. The patient's entire hip was revised. Rep provided explant pictures and an x-ray, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively it was noted that the trunnion was worn and cracked, and that it went through the liner and gouged the shell. The patient's entire hip was revised. Rep provided explant pictures and an x-ray, and confirmed that no further information will be released by the hospital or surgeon.